Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the endotracheal tube's initial depth was 22 or 23 cm at the lips and was noted at the clavicles around t1-t2. The tube was advanced by 2cm, and when checked, the tube's position was unchanged. When proceeded with a bronchoscopy, it was noted that the tip of the tube was touching the tracheal wall. The trachea's carina was able to visualized by going through the murphy eye of the endotracheal tube which was clearly not ideal. An attempt to reposition the tube by withdrawal and advancement with direct visualization with a bronchoscope was performed, but unfortunately unsuccessful as the tube was noted to be high again, above the clavicles. At this point, the tube's cuff was noted to be "blown" during or before bronchoscopy and they proceeded to exchangethe tube.